Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed no delivery when attempting a bolus. The blood glucose reading was 407 mg/dl. The customer was assisted in performing a 5 unit fixed prime and reported that insulin did not exit and that the insulin pump alarmed again. The customer had also been hospitalized with hyperglycemia and an infection but did not recall any other details. The call was ended and a message was left for the customer to call back to continue troubleshooting.